Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited an emergency battery error alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited an emergency battery error alarm, the companion 2 driver continued to perform its life-sustaining functions. In addition, the companion 2 driver has alternate, redundant power sources of external batteries and external wall power. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). Follow-up report 1.

Event description:
The customer reported that the companion 2 driver exhibited an emergency battery error alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. The patient file was copied and reviewed, revealing an emergency battery error alarm. The customer-reported issue was confirmed. During investigation testing, efforts to reproduce the emergency battery error alarm were unsuccessful. However, the emergency battery failed the ten minute runtime test, which is indicative of a reduced capacity, and is consistent with emergency batteries with more than 40 cycles. The emergency battery also had a noticeable bulge in the casing, indicating that the emergency battery cell packs were expanding. The expansion of the cell packs is the result of natural aging and wear for this battery type design as used within the companion 2 driver. This failure mode posed a low risk to the patient because the driver continued to perform its life-sustaining functions. The emergency battery is one of four redundant power sources and is designed to be used only in the event that ac power and the two external batteries have either been depleted or removed from the driver. The emergency battery was taken out of service and the companion 2 driver was serviced and passed all functional and performance testing before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.